Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit was broken and therefore the insertion pipe did not rotate smoothly. The outer tube had a dent and therefore the parts were not dis-/reassembled. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the rigid videoscope had an image inversion during use. The issue occurred, during an unspecified procedure. There were no reports of patient harm.